Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the circumstances that led to lack of stimulation, therapeutic effect and por was due to battery been low just about dead. The step taking to resolve that issue was that they changed the battery.

Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-28, lot# v214959, implanted: (B)(6) 2009, : product type: lead. (B)(4).

Event description:
The patient reported a power on reset (por) code on the day of the report. There were no trauma or falls that could be related to the issue. There was a loss of therapy and loss of stimulation feeling. The patient had not been feeling stimulation lately and had not felt it for "a month or two." She had gotten less symptom relief for the "past 3-4 weeks" and it had been a gradual change. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.